Event description:
The account alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail side rail release lever and sleeve to resolve the issue.